Event description:
A portion of the trocar broke off and was retrieved from inside the patient's abdomen. This was during a laparoscopic cholecystectomy. It was seen dropping into the abdomen after an instrument was put through the port.